Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.4 cm abdominal aortic aneurysm and 4.0 cm right common iliac aneurysm. The aortic neck was 27 ¿ 30 mm in diameter over 1 cm length. It was reported that a recent CT during a routine follow-up revealed that there was a proximal type I endoleak due to disease progression with aortic neck dilation. The stent graft is 5 ¿ 7 mm below the lowest renal artery and this is same location from previous none contrast CT scan evaluations at four months, six months and nine months post implant indicating there was no stent graft migration. The current aortic neck diameter was 38mm in diameter. The patient will be monitored. No additional clinical sequelae were reported. Review of returned images at 4 months are non-contrast. The aaa max diameter is approximately 5 cm. There is also a 4cm diameter right common iliac aneurysm. Images from 6-mo and 9-mo are also non-contrast and little change is seen compared to the 4 month study. Contrast cta's from 14 months showed that the bifurcate was approximately 1cm below the renals; in the approximate same position as earlier non-contrast studies. The ipsilateral limb is placed within the left common iliac. The contra limb is on the right, and an extension is placed into the right external iliac. There is a proximal type I endoleak likely due to a lack of a proximal seal. The max aaa diameter is 5cm; near the proximal neck. The right common iliac diameter is 3.5cm. There is significant thrombus seen within the bifurcate aortic body, as well as minor thrombus along the length of the right/contra limbs. The cause of the thrombus is unknown; however, thrombus is also seen proximal to the stent graft within the suprarenal aorta.

Manufacturer narrative:
(B)(4). Method: film. Results: endoleak, thrombosis. Disease progression and neck dilatation. Conclusion: endoleak, thrombosis. Disease progression and neck dilatation.